Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping over the staple line during laparoscopic sleeve gastrectomy, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case. There was no patient injury.